Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildy tortuous and moderately calcified right anterior tibial artery. 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for treatment. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.